Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a split screen and its also asking for a blood glucose all the time. Customer's blood glucose value was unknown at the time of the incident. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and recommended customer refer to backup plan per healthcare professional instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No partial display noted during testing. Device functioning properly.